Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the image was very dim and indistinguishable. The problem, as reported to olympus, occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. A review of the data obtained for this investigation could not allow a determination if the phenomenon occurred due to a malfunction of the device in question. The device was not returned to olympus. Olympus will continue to monitor field performance for this device.